Event description:
A malfunction was reported when a certain code, malfunction 12, was displayed. The customer's blood glucose levels exceeded 500 mg/dl, and the exact value was unknown as it was displayed as "high." To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi). Technical support provided information on resetting the pump and assisted the caller with this process, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further issues arose.